Event description:
The user stated the results generated for a troponin t linearity survey had a high bias. Of the data provided, the result for one of the six samples was discrepant. All results are in ng/ml. The results from the e1-1 module were 23.61 and 22.70 for a mean of 23.155. The results from the e2-1 module were 23.88 and 23.25 for a mean of 23.565. The initial result from the e3-1 module was > 25.0 with a data flag which triggered an automatic repeat. The repeat result with a 1:10 dilution was 28.59. An additional repeat generated a result of 24.95. The mean of the results was 26.770. The acceptable range was 18.39-23.64 with a mean of 21.016. No patient samples were affected. The troponin t reagent lot number was 15523501. The user refused a service visit and did not feel the instrument needed to be investigated.

Manufacturer narrative:
The patient sample was returned by the customer for investigation. The customer's elecsys results were verified. There was no evidence of interfering factors in the patient sample using methods available for testing. According to the investigation, the positive elecsys rubella igg result is correctly positive. No adverse outcome is known.

Event description:
Customer received discrepant rubella igg results on a sample obtained from a pregnant female. Initial result gave 51 u/ml. Due to previous values for this patient the sample was sent to a reference lab for testing by a different analyzer (medac system) giving 5 u/ml. The initial result of 51 u/ml was calculated into the titer 1:16 and this titer result was reported accompanied by the following remark "positive, but not protective". No adverse outcome is known. Rubella igg reagent lot 15658201. Sample was returned for investigation. At this time the customer results have been confirmed. Investigation is ongoing.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.